Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during maintenance, the cysto-nephro videoscope exhibited a substance in the air water nozzles and air water channels. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was not returned to olympus. Thus, investigation was conducted based on the complaint information. A root cause could not be identified. Based on the results of the investigation, and given that the subject device was not returned for evaluation, a definitive root cause for the reported issue could not be determined. Consequently, the reproducibility of the reported phenomenon remains unknown. Olympus will continue to monitor the field performance of this device. Additionally, the customer reported observing deterioration and delamination inside the tubing of the scope and assumed this contributed to the presence of foreign material; however, no information regarding reprocessing was provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.